Event description:
It was reported that a pt suffered an esophageal hematoma following a transoesophageal echocardiogram (toe) under anesthesia using a 6tc-rs transducer. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.

Manufacturer narrative:
Under (B)(6) law, pt information is considered confidential and will not be released by the hospital.